Event description:
The user indicated a malfunction of the device before placement, however based on the available information and results from the manufacturing site the exact issue could not be identified. The malfunction did not cause or contribute to a death or serious injury.